Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurement was noted to be low, out-of-range at less than 30 ohms. The exact value was not reported by the device. During the post-operation optimization and set-up, the impedance value remained lower than expected. It was reported that no induction testing was performed, and no commanded shock was delivered to test the system. The physician believed the lower impedance measurement was due to the patient's lean body habitus. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to correct the date of event in b3.

Event description:
It was reported that following the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurement was noted to be low, out-of-range at less than 30 ohms. The exact value was not reported by the device. During the post-operation optimization and set-up, the impedance value remained lower than expected. X-rays showed normal system placement. It was reported that no induction testing was performed, and no commanded shock was delivered to test the system. The physician believed the lower impedance measurement was due to the patient's lean body habitus. No adverse patient effects were reported. The device and electrode remain implanted and in service.